Manufacturer narrative:
Updated: b5, h6 - added codes applicable to the delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve, a pre-implant balloon dilation was performed with a 22 mm non-compliant balloon due to severe calcification of the valve and a high initial gradient. Following dilation, hypotension and bradycardia were observed. Immediate angiographic control showed no annular rupture or dissection, and an echocardiographic check confirmed the absence of any effusion. Due to persistent hypotension and progressive bradycardia, resuscitation maneuvers and pharmacological support were implemented. Once hemodynamics improved, the valve implant was attempted. On the first deployment attempt, the valve dislodged into the aorta, necessitating a second deployment attempt. Angiographic control before the second release revealed evidence of a dissection at the sinotubular junction, prompting an emergency release of the valve. Cardiac arrest occurred and resuscitation maneuvers were performed. Extracorporeal circulation was initiated, and the procedure was converted to surgical intervention for aortic valve and ascending aorta replacement. Additional information was received that per the physician, the cause of the dissection was attributed to the valve dislodging during the positioning attempt and release, and not the delivery catheter system (dcs).

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut r transcatheter aortic valve; product ID evolutr-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 section d references the main component of the system. Other medical products in use during the event include: product ID l-envpro-14 (lot: 0012099633); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve, a pre-implant balloon dilation was performed with a 22 mm non-compliant balloon due to severe calcification of the valve and a high initial gradient. Following dilation, hypotension and bradycardia were observed. Immediate angiographic control showed no annular rupture or dissection, and an echocardiographic check confirmed the absence of any effusion. Due to persistent hypotension and progressive bradycardia, resuscitation maneuvers and pharmacological support were implemented. Once hemodynamics improved, the valve implant was attempted. On the first deployment attempt, the valve dislodged into the aorta, necessitating a second deployment attempt. Angiographic control before the second release revealed evidence of a dissection at the sinotubular junction, prompting an emergency release of the valve. Cardiac arrest occurred and resuscitation maneuvers were performed. Extracorporeal circulation was initiated, and the procedure was converted to surgical intervention for aortic valve and ascending aorta replacement.

Event description:
Additional information was received that during the valve implant, following the balloon dilation, pulseless electrical activity (pea) was also observed and prior to resuscitation maneuvers being performed. Echocardiogram revealed severe left ventricular hypertrophy and reduced preload for small intraventricular cavity. During the first deployment of the valve, control angiography showed a myointimal flap localized in at the sinotubular junction (stj). Angiography was performed with evidence of ascending aortic dissection involving anonymous trunk from the flap previously mentioned likely due to the dislodged of the prosthetic valve during the first release. Following admission the intensive care unit (ICU), the patient died 19 days later. The cause of death was not reported.

Manufacturer narrative:
Updated data: b2 b5 h1 h2 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A fourth paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to implant of a transcatheter aortic valve, a pre-implant balloon dilation was performed with a 22 mm non-compliant balloon due to severe calcification of the valve and a high initial gradient. Following dilation, hypotension and bradycardia were observed. Immediate angiographic control showed no annular rupture or dissection, and an echocardiographic check confirmed the absence of any effusion. Due to persistent hypotension and progressive bradycardia, resuscitation maneuvers and pharmacological support were implemented. Once hemodynamics improved, the valve implant was attempted. On the first deployment attempt, the valve dislodged into the aorta, necessitating a second deployment attempt. Angiographic control before the second release revealed evidence of a dissection at the sinotubular junction, prompting an emergency release of the valve. Cardiac arrest occurred and resuscitation maneuvers were performed. Extracorporeal circulation was initiated, and the procedure was converted to surgical intervention for aortic valve and ascending aorta replacement. Additional information was received that per the physician, the cause of the dissection was attributed to the valve dislodging during the positioning attempt and release, and not the delivery catheter system (dcs). Additional information was received that during the valve implant, following the balloon dilation, pulseless electrical activity (pea) was also observed and prior to resuscitation maneuvers being performed. Echocardiogram revealed severe left ventricular hypertrophy and reduced preload for small intraventricular cavity. During the first deployment of the valve, control angiography showed a myointimal flap localized in at the sinotubular junction (stj). Angiography was performed with evidence of ascending aortic dissection involving anonymous trunk from the flap previously mentioned likely due to the dislodged of the prosthetic valve during the first release. Following admission the the intensive care unit (ICU), the patient died 19 days later. The cause of death was not reported. Additional information was received from the physician to note a deep analysis was performed of the pre-case planning computed tomography. The physician reported the patient's underlying medical history was a contributing factor to the patient's death by noting in "a first step of [transcatheter aortic valve implantation] tavi procedure a 'suicide ventricle syndrome' occurred; this complication was managed with vasopressor medication. The cause of the cardiac arrest was the aortic dissection. The physician noted the patient was hospitalized for neurological impairment due to blood hypoperfusion during the tavi procedure and was a cause of the patient's death.